Manufacturer narrative:
Test conducted by an independent lab indicated the fire was most likely the result of contamination. Regulator was made of brass and the body did not burn through. Label indicates regulator was made in 2001. No indication that the recommended cleaning had been done.

Event description:
The oxygen supply to the regulator had been turned off. During venting of the equipment, a popping sound was heard and a puff of smoke was released from the demand valve port. Examination showed that a fire took place in the post valve and oxygen regulator.